Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms, loss of capture (loc), non detection of sensing and inconsistent rwave amplitude measurements. A revision procedure was performed where the measurements were confirmed via a pacing system analyzer (psa) and fluoroscopy showed a clear fracture in the clavicle region. It was noted that the patient has intermittent complete heart block, but on the day of the revision was in normal sinus rhythm. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. This type of damage is typically consistent with repeated stress over time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms, loss of capture (loc), non detection of sensing and inconsistent rwave amplitude measurements. A revision procedure was performed where the measurements were confirmed via a pacing system analyzer (psa) and fluoroscopy showed a clear fracture in the clavicle region. It was noted that the patient has intermittent complete heart block, but on the day of the revision was in normal sinus rhythm. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.